Event description:
Boston scientific received information that the left ventricular (lv) lead was found to exhibit loss of capture and high out of range pacing impedance measurements when using the ring as the cathode. During a revision procedure for the competitive right ventricular (rv) lead, the lv lead was reprogrammed using the tip as the cathode and the lead was left in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.